Event description:
Revision surgery - the patient complained of pain and poor range of motion.

Manufacturer narrative:
The reason for the revision surgery was to remedy pain and poor range of motion after 3.3 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with the product. A review of the product complaint report history shows that this is the sixth complaint for this part number: two rotator cuff complaints, one pain complaint, one fracture complaint, and one complaint due to infection. The root cause was not determined with confidence. There are no indications or a product or process issue affecting implant safety or effectiveness.